Event description:
Customer reported potential false positive troponin (tni) and ckmb on 3 patient samples.

Event description:
Customer reported potential false positive troponin (tni) and ckmb on 3 patient samples.

Event description:
Customer reported potential false positive troponin (tni) and ckmb on 3 patient samples.

Event description:
Customer reported potential false positive troponin (tni) and ckmb on 3 patient samples.

Event description:
Customer reported potential false positive troponin (tni) and ckmb on 3 patient samples.

Manufacturer narrative:
Product services tested profiler w45379 with 5 returned patient samples, (B)(6). Observations for tni recovery, elevated values, and false positives. No discrepancies were observed for tni recovery with patient samples between triage and access ii results. All data points with (B)(6) were below the mfg cut off. All data points with (B)(6) were within the mfg 2sd range, with a % recovery of 92%. Returned patient samples 1, 2, 3, 4, and 5 all had tni recovery values that were below the package insert cut off value, verified on access ii. Returned patient sample 2 recovered as an elevated value on triage and on access ii. No elevated values were observed with samples 1, 3, 4, or 5 or (B)(6). No discrepancy was observed in tni recovery between triage and access ii with returned patient sample 2. Product services observations of manufacturing pouch release data from global stat pack for tni recovery on profiler w45379: no high bias in recovery was observed. No error codes were observed. One standard outlier with zero control, below the mfg cut off value. One data point on (B)(6) initial was above the mfg 2sd range, with a % recovery of 111%, within mfg final release specs. Two data points on (B)(6) retest were above the mfg 2sd range, with a % recovery of 110%, within mfg final release specs. One standard outlier on (B)(6) that was above the mfg 2sd range. All data points and % recoveries were within manufacturing final release specifications. Product services did not replicate the client's observations of discrepant tni results when testing returned patient samples in house. Product services tested returned samples on qc retained devices and an alternate method, access ii, and observed the following results: all positive and negative controls on both triage and access performed within specifications. A review of mfg release data for the device lot showed analyte results within mfg specifications. No product deficiency was established. Corrective action not required as product deficiency was not established.

Manufacturer narrative:
Product services tested profiler w45379 with 5 returned patient samples, (B)(6). Observations for tni recovery, elevated values, and false positives. No discrepancies were observed for tni recovery with patient samples between triage and access ii results. All data points with (B)(6) were below the mfg cut off. All data points with (B)(6) were within the mfg 2sd range, with a % recovery of 92%. Returned patient samples 1, 2, 3, 4, and 5 all had tni recovery values that were below the package insert cut off value, verified on access ii. Returned patient sample 2 recovered as an elevated value on triage and on access ii. No elevated values were observed with samples 1, 3, 4, or 5 or (B)(6). No discrepancy was observed in tni recovery between triage and access ii with returned patient sample 2. Product services observations of manufacturing pouch release data from global stat pack for tni recovery on profiler w45379: no high bias in recovery was observed. No error codes were observed. One standard outlier with zero control, below the mfg cut off value. One data point on (B)(6) was above the mfg 2sd range, with a % recovery of 111%, within mfg final release specs. 2 data points on (B)(6) retest were above the mfg 2sd range, with a % recovery of 110%, within mfg final release specs. One standard outlier on (B)(6) that was above the mfg 2sd range. All data points and % recoveries were within manufacturing final release specifications. Product services did not replicate the client's observations of discrepant tni results when testing returned patient samples in house. Product services tested returned samples on qc retained devices and an alternate method, access ii, and observed the following results: all positive and negative controls on both triage and access performed within specifications. Patient: 0.11 on triage, 0.031 on access ii. A review of mfg release data for the device lot showed analyte results within mfg specifications. No product deficiency was established. Corrective action not required as product deficiency was not established.

Manufacturer narrative:
Product services tested profiler w45379 with 5 returned patient samples, (B)(6). Observations for tni recovery, elevated values, and false positives. No discrepancies were observed for tni recovery with patient samples between triage and access ii results. All data points with (B)(6) were below the mfg cut off. All data points with (B)(6) were within the mfg 2sd range, with a % recovery of 92%. Returned patient samples 1, 2, 3, 4, and 5 all had tni recovery values that were below the package insert cut off value, verified on access ii. Returned patient sample 2 recovered as an elevated value on triage and on access ii. No elevated values were observed with samples 1, 3, 4, or 5 or (B)(6). No discrepancy was observed in tni recovery between triage and access ii with returned patient sample 2. Product services observations of manufacturing pouch release data from global stat pack for tni recovery on profiler w45379: no high bias in recovery was observed. No error codes were observed. One standard outlier with zero control, below the mfg cut off value. One data point on (B)(6) initial was above the mfg 2sd range, with a % recovery of 111%, within mfg final release specs. 2 data points on (B)(6) retest were above the mfg 2sd range, with a % recovery of 110%, within mfg final release specs. One standard outlier on (B)(6) that was above the mfg 2sd range. All data points and % recoveries were within manufacturing final release specifications. Product services did not replicate the client's observations of discrepant tni results when testing returned patient samples in house. Product services tested returned samples on qc retained devices and an alternate method, access ii, and observed the following results: all positive and negative controls on both triage and access performed within specifications. Greater than 0.05 on triage, 0.01 on access ii. A review of mfg release data for the device lot showed analyte results within mfg specifications. No product deficiency was established. Corrective action not required as product deficiency was not established.

Manufacturer narrative:
Product services tested profiler w45379 with 5 returned patient samples, (B)(6). Observations for tni recovery, elevated values, and false positives. No discrepancies were observed for tni recovery with patient samples between triage and access ii results. All data points with (B)(6) were below the mfg cut off. All data points with (B)(6) were within the mfg 2sd range, with a % recovery of 92%. Returned patient samples 1, 2, 3, 4, and 5 all had tni recovery values that were below the package insert cut off value, verified on access ii. Returned patient sample 2 recovered as an elevated value on triage and on access ii. No elevated values were observed with samples 1, 3, 4, or 5 or (B)(6). No discrepancy was observed in tni recovery between triage and access ii with returned patient sample 2. Product services observations of manufacturing pouch release data from global stat pack for tni recovery on profiler w45379: no high bias in recovery was observed. No error codes were observed. One standard outlier with zero control, below the mfg cut off value. One data point on (B)(6) was above the mfg 2sd range, with a % recovery of 111%, within mfg final release specs. 2 data points on (B)(6) were above the mfg 2sd range, with a % recovery of 110%, within mfg final release specs. One standard outlier on (B)(6) that was above the mfg 2sd range. All data points and % recoveries were within manufacturing final release specifications. Product services did not replicate the client's observations of discrepant tni results when testing returned patient samples in house. Product services tested returned samples on qc retained devices and an alternate method, access ii, and observed the following results: all positive and negative controls on both triage and access performed within specifications. Greater than 0.05 on triage, 0.01 on access ii. A review of mfg release data for the device lot showed analyte results within mfg specifications. No product deficiency was established. Corrective action not required as product deficiency was not established.

Manufacturer narrative:
Product services tested profiler w45379 with 5 returned patient samples, (B)(6). Observations for tni recovery, elevated values, and false positives. No discrepancies were observed for tni recovery with patient samples between triage and access ii results. All data points with (B)(6) were below the mfg cut off. All data points with (B)(6) were within the mfg 2sd range, with a % recovery of 92%. Returned patient samples 1, 2, 3, 4, and 5 all had tni recovery values that were below the package insert cut off value, verified on access ii. Returned patient sample 2 recovered as an elevated value on triage and on access ii. No elevated values were observed with samples 1, 3, 4, or 5 or (B)(6). No discrepancy was observed in tni recovery between triage and access ii with returned patient sample 2. Product services observations of manufacturing pouch release data from global stat pack for tni recovery on profiler w45379: no high bias in recovery was observed. No error codes were observed. One standard outlier with zero control, below the mfg cut off value. One data point on (B)(6) initial was above the mfg 2sd range, with a % recovery of 111%, within mfg final release specs. 2 data points on (B)(6) retest were above the mfg 2sd range, with a % recovery of 110%, within mfg final release specs. One standard outlier on (B)(6) that was above the mfg 2sd range. All data points and % recoveries were within manufacturing final release specifications. Product services did not replicate the client's observations of discrepant tni results when testing returned patient samples in house. Product services tested returned samples on qc retained devices and an alternate method, access ii, and observed the following results: all positive and negative controls on both triage and access performed within specifications. Greater than 0.05 on triage, 0.00 on access ii. A review of mfg release data for the device lot showed analyte results within mfg specifications. No product deficiency was established. Corrective action not required as product deficiency was not established.